Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the buttons were sticky. The customer's blood glucose level was 117 mg/dl. The customer also reported that the screen of the insulin pump was cracked, diminished battery life and unexplained no delivery alerts. Customer stated the insulin did exit. Customer stated the insulin pump did not alarm no delivery. The device will not return for the analysis.